Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had absence of no delivery alarm even insulin pump was out of insulin. Customer¿s blood glucose was 203mg/dl at time of incident. Insulin pump will not be return for analysis.